Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID: 8835, serial# unknown, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a consumer regarding their implanted system which, as of (B)(6) 2016, was used to deliver sufentanil concentration 90.0 mcg/ml; dose per day 21.059 mcg/day and bupivacaine bupivicaine concentration 5.9 mg/ml; dose per day 1.3805 mg/day. The indication for use was spinal pain. On (B)(6) 2016 the consumer reported that their boluses had been unexpectedly declined. The patient always has a 1 hour additional lockout interval since (B)(6) 2015 and on the day of the report is had happened three times. The patient can get 8 boluses per day, 1 per 60 min. The patient had one at 6:30 a.m. And tries again at 9:15 a.m. And had to wait another hour. It was also reported that every now and then the patient get an error code ¿b17¿ or maybe 0617 which had been happening for the last two months or so. The patient had also gotten an ¿x¿ with longer intervals. On (B)(6) 2016 the patient saw an ¿x¿ with 24 hours around midnight. The patient had not been feeling pain relief from the ptm bolus within the last month. It was noted that the ptm had gotten wet from sweat when the patient goes to the gym. It was also reported that the patient¿s healthcare provider had adjusted the patient¿s pump medications a week prior to the report by (B)(6). The patient feels that this was a significant enough change that the patient should feel the bolus when it is given but they have not. The patient reported that they had lost 50 lbs since (B)(6) 2015 and the pump sticks out funny a little bit and the patient did not know if that impacted their ptm use. An antenna was sent to the patient. The patient reported having a pre-existing brain tumor when they were (B)(6) months old. The patient also had pre-existing bone tumors which first started when they were (B)(6) years old (also reported as (B)(6) years old) where they would crawl to the bathroom. The patient reported that they are finally getting their life back and are grateful. At the end of (B)(6) 2016 the patient was told they have three more bone tumors, one in each wrist and one in their left elbow. The patient¿s pain is a lot to bear. When the patient was (B)(6) they were in a head on car accident, and went through the windshield and tore a bunch of discs in their back. The patient is ¿trying to avoid surgery.¿ the patient was diagnosed with rheumatoid arthritis (pre-existing condition) at (B)(6) years old. The patient gets injections in the back every six months to help the areas in their back from the pre-existing conditions. The patient was scheduled for an injection on (B)(6) 2016. Additional information was received from a manufacturer representative on (B)(6) 2017. It was further reported that the patient continued to be "x'd out" when she should be able to get a bolus. It was noted that the patient's bolus dose was 4.20mcg with a 2 minute duration, and additional lock-out parameters included 3x/6 hours. The patient reported 3 instances in the last 11 days of an 88 and 89 in pump logs at the exact same time. On (B)(6) 2017 the patient was reportedly allowed to get 4 boluses in a 6 hour window, likely due to up link error. Pump logs indicate that the patient got boluses at the following times: 6:51, 8:49, 12:21, 12:21 (89), 13:34, 14:26, 16:01, 19:26, 20:31. It was noted that the patient already used an antenna and had the ptm replaced. The patient still was not feeling the therapeutic effect of boluses. It was noted that the logs indicated a lot of 89's and the option of flex dosing was reviewed. The representative was to discuss with the patient's healthcare provider. As of (B)(6) 2017 the pump was currently administering sufentanil with concentration 160 mcg/ml at a dose rate of 30 mcg/day and bupivacaine with concentration 12 mg/ml at a dose rate of 2.25 mg/day. Additional information was reported by a company employee on (B)(6) 2017. The employee had dinner with the patient¿s physician on (B)(6) 2017 and the physician reported that they gave the patient two ptms because the patient is younger and the physician wanted the pt. To have "ultimate freedom with pa boluses". The physician believed the patient had been receiving extra boluses and that the ptm was not working properly. It was noted that the patient presses the ptm bolus button and pulls it away from the pump too soon. During troubleshooting with the employee, it was noted that the patient could receive extra boluses with two ptms and that is not recommended because of possible overdose.